Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8100 unit. He is running pm test and hen he select the channel button on the unit it should alarm once but its alarm twice instead before call in customer had reset the unit try to test again same issue he had two issue first replace the keypad once replace e it heis still have same issue then replace the module display if it still happen then send unit in for repair services and call back if need to.